Event description:
It was reported that the superior vena caval (svc) coil impedance was greater than 200 ohms with the high voltage b electrode increased to about 80 ohms. The set screw would not come back and passing the stylet was extremely difficult. The lead was cut and extracted using a lazer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Is-1 pin was inserted into a device connector fully and removed with no issues or anomalies. Distal coil is distorted. Cannot determine for certain but it is likely that damage happened at explant. Distal conductor had blood/body fluid. Proximal segment of the lead was returned and analyzed.